Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that patient faced infusion set cannula kinked event from (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was upper buttocks. The blood glucose level was between 420 to 429 mg/dl and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.